Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user's family reports that the device is no longer providing any benefit. Re-implantation is considered.

Event description:
The user's hearing performance with the device is affected. The user's family reports that the device is no longer providing any benefit. The user was re-implanted.

Manufacturer narrative:
Conclusion damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Accoring to the clinic there were no recent changes in health or head traumas. Imaging has been recommended and additional expert measurements may be performed.